Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer's reference # (B)(4). During a ventricular tachycardia procedure, it was reported that while mapping with the soundstar® eco diagnostic ultrasound catheter, a pericardial effusion was observed on the intracardiac echocardiography (ice) image. The thermocool® smarttouch® bi-directional navigation catheter was on the left side and a transseptal puncture was already done without ice guidance. A pericardial puncture was performed and 1100 cubic centimeters (cc) of blood were removed. The patient went through a thoracic surgery; a small hole was found below the left atrial appendage and closed. An hematoma was visible on septum. The patient was taken to intensive care unit for recovery. The returned device was visually inspected and found in good physical condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. In addition, a deflection test was performed and catheter passed as well. Finally, the catheter was also evaluated for screening test and failed since the force value was high. Further examination showed that the force sensor was within specifications. According to the screening test results and the force sensor readings, the improper condition was attributed to a potential pc board failure. However, it is not conclusive at this point if the pc board issue caused or may be related to the pericardial effusion. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed on pc board but the root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
During a ventricular tachycardia procedure, it was reported that while mapping with the soundstar eco diagnostic ultrasound catheter, a pericardial effusion was observed on the intracardiac echocardiography (ice) image. The thermocool smarttouch bi-directional navigation catheter was on the left side and a transseptal puncture was already done without ice guidance. A pericardial puncture was performed and 1100 cubic centimeters (cc) of blood were removed. The patient went through a thoracic surgery, a small hole was found below the left atrial appendage and closed. An hematoma was visible on septum. The patient was taken to intensive care unit for recovery.